Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that the ins unexpectedly switched off and there were no obvious external factors to suggest why this might be. The patient had a fall in (B)(6) 2018 but claims that they were experiencing the switching off episodes even before the fall. The patient claims that since (B)(6) 2018, it has happened 3 times now. The patient noticed a return of symptoms every time the device unexpectedly turns off. There was a report that the nurse had checked impedance and all were okay. The clinician only showed one historical switch off episode. Actions taken include an x-ray that had been requested by surgeon. It was unknown if the issue was resolved but the patient was otherwise happy with therapy. This was reported to be the second incident. No surgical intervention occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had received their permanent implant (B)(6) 2017, which was working well but on their annul impedance check 2 weeks ago ((B)(6) 2018), they experienced the device turning itself off. This has occurred 4 times including once at home, suddenly the patient was aware that they couldn¿t feel the stimulation and urgency returns. When checked with the icon ins was off. The impedance showed there was only one episode of the device turned off. This patient slipped down 5 steps at home and landed on their left side, the same side as the implanted device. The patient is due to have an xray. The event remains unresolved. No further complications were reported/anticipated.